Event description:
The affiliate stated the customer reported a false positive initial troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. An initial result of 0.045 ug/l was obtained and released out of the laboratory. Subsequent testing of the patient's sample, on the same instrument, generated results of 0.732 ug/l (uncentrifuged sample) and 0.040 ug/l (centrifuged aliquot). The result of 0.040 ug/l was issued to the hospital. There was no report of patient consequence or change in patient treatment associated with this event. The patient's sample was centrifuged at 3,000g (relative centrifugal force) for ten minutes, at 20 degrees celsius. The serum sample was clear in appearance. No sample integrity issues were observed. The sample was analyzed from the primary tube. The customer indicated no system errors were observed at the time of the analysis and system check, calibration, and quality control (qc) were performing within assay and instrument specifications. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.